Event description:
The user stated they received an hcg result of 0.645 miu per ml. This result was accompanied by a data flag and was reported out as less than 1 miu per l. On (B) (6) 2009, another sample from the same pt was tested on the beckman access with an hcg result of 5935 miu per ml. The sample from (B) (6) 2009 was pulled and retested on the cobas 6000 with a result of 3317 miu per ml with a data flag, and on the beckman access with a result of 3446 miu per ml. The sample from (B) (6) 2009 was retested on the cobas 6000 with a result of 4954 miu per ml. Both samples were in bd lithium heparin gel separator tubes which were more than half way full. The user stated the pt was not treated based on the erroneous result. The user refused a service visit and stated, the issue was resolved by repeating the sample. He stated he did not think anything was wrong with the instrument and thought it was a sample issue, possibly an air bubble or clot in the sample.